Event description:
At 1400, the main reverse osmosis (ro) went into alarm mode (red light flashing), dialysis machine alarmed "no water". Rinseback attempted on patient, but then dialysis machine alarms "general safe state". Manual rinseback started. Patient was unable to be rinsed back. Maintenance/biomed called. Md notified of patients hd treatments being discontinued 50 minutes early. Manufacturer response for water purification system, ro, mar cor purification (per site reporter): thermal sensor was under warranty from manufacturer.